Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device was not working and the trigger was making a lot of noise. It was reported that the event occurred before use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further review of the complaint, it was determined that the date of event was inadvertently not entered. The date of event has been updated to (B)(6) 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the control unit was not functioning and was defective. It was observed that the electronic control unit (ecu) malfunctioned and the motor was also found to have a low wattage. It was further determined that the device failed pretest for check compatibility between colibri/sbd and colibri 11/sbd ii, check the triggers and ecu function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.